Event description:
The customer reported that the keyboard was not functioning. No pt involvement was reported.

Manufacturer narrative:
(B)(4): the customer reported that the keyboard was not functioning. No pt involvement was reported. The customer verified the failure. The customer and the philips response center staff localized the issue to a failed bezel assembly. The customer was advised to replace the bezel assembly to resolve the issue.